Event description:
It was reported that the right ventricular lead was attempted to be implanted however, the lead helix showed thrombus and high pacing threshold was observed after insertion. The lead was removed and replaced. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead (rv) failed to capture due to lead dislodgement. On (B)(6) 2025, when trying to reposition the rv lead it was noted that the helix was clogged with blood. The rv lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the right ventricular lead (rv) exhibited high capture thresholds due to lead dislodgement. An on (B)(6) 2025, when attempting to reposition the rv lead it was noted that the helix was clogged with blood. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable capture threshold. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification as received.